Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in 2007 due to hydrocephalus. According to the report, the patient became pregnant in (B)(6) 2016. Later in (B)(6) 2016, the patient experienced nausea and vomiting and a CT scan taken on (B)(6) 2016 showed an enlargement of their ventricles. The patient later experienced difficulty swallowing and was hospitalized on (B)(6) 2017. An MRI taken on (B)(6) 2017 confirmed the patient¿s pressure increased and the device¿s pressure needed to be adjusted.

Manufacturer narrative:
Additional information received reported the patient was fine and had left the hospital. Additional review of this event indicated that a portion of the event was reported under manufacturer report #2021898-2017-00194. If any additional information should be provided regarding the event, it will be reported under manufacturer report #2021898-2017-00053. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported it was unknown whether a device related issue caused or contributed to the patient's symptoms. According to the report, the symptoms resolved when the pressure level was adjusted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.